Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible occasional atrial oversensing of ventricular signal causing false detection of atrial arrhythmia was noted on the right atrial (ra) lead. Possible atrial ectopy was also noted. The lead remains in use. No patient complications have been reported as a result of this event.